Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked j2 or lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a44 alarm due to buttons not responding.

Event description:
Customer reported via phone call that the insulin pump had unexpected iop test failure at 10:01 am. The customer¿s blood glucose was 120 mg/dl. Customer states they are able to rewind the pump. Customer reports they were able to clear the alarm. Chart shows that on 2nd occurrence to replace insulin pump. Customer states that the first time she got the alert she was changing her set. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.